Event description:
Customer reported feeling dizzy, having dry mouth and losing consciousness due to not having correct code set in their blood glucose monitor. Customer reported eating chocolate and drinking v8 to counteract her symptoms. There is no report of third party medical intervention or diagnosis of hyper/hypoglycemia.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during product investigation, customer service agent assisted customer to code her meter successfully.